Manufacturer narrative:
The unit had a button error alarm and an intermittent button response due to a corroded keypad. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
The customer called in to report a button error alarm and an unresponsive keypad. The customer's blood glucose level was 84 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.